Event description:
Patient says device feels like it is in her breast tissue, it is uncomfortable and the skin is red at the implant location. They will follow up with their physician. Should additional information become available, this file will be updated. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.